Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration data and no issues were found. The investigation reviewed the qc data. The data showed imprecision and frequent out-of-range (high) results. The investigation reviewed the alarm trace. The trace had "abnormal aspiration", "sampe short" and "abnormal cell blank" errors. These could indicate insufficient maintenance and inadequate preanalytic/patient sample handling. The field service engineer (fse) replaced the gear pump head and one of the sample probes. The investigation determined the event was consistent with carry-over (reagent or sample) caused by insufficient probe rinse and/or inadequate preanalytic/patient sample handling and customer maintenance. Based on the information provided, the investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas 8000 c702 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable aslot tina-quant antistreptolysin o (aslo) result from one patient sample tested on the cobas 8000 c702 module. The initial result was 972 iu/ml. The first repeat result was 2835 iu/ml. The second repeat result was 1086 iu/ml.